Event description:
It was reported "persistent "possible helium loss 3" and "high pressure" alarms. After having inserted a second iab. The first iab was inserted and immediately returned "possible helium loss 3" and "high pressure" alarms from ac3 console. The team exchanged the pump, but alarms persisted on the second console. Physician elected to remove and replace the iab; iab exchanged over guidewire to the original insertion site - r femoral artery with tortuous anatomy noted. Second iab issued same alarms". Additional information states that the second iab was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2025-00849.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "persistent "possible helium loss 3" and "high pressure" alarms. After having inserted a second iab. The first iab was inserted and immediately returned "possible helium loss 3" and "high pressure" alarms from ac3 console. The team exchanged the pump, but alarms persisted on the second console. Physician elected to remove and replace the iab; iab exchanged over guidewire to the original insertion site - r femoral artery with tortuous anatomy noted. Second iab issued same alarms". Additional informaiton states that the second iab was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2025-00849.